Event description:
Customer is reporting that the clamp got stuck on an infant during a circumcision.

Manufacturer narrative:
We have not been able to further investigate the cause of the malfunction because the device has not been returned.